Manufacturer narrative:
Additional devices implanted and/or related to this event: plc161200/18144379, UDI (B)(4) and plc181000/18068951, UDI (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Images were sent to gore imaging services for evaluation. Per the evaluation images provided are post-implant, arterial phase only, computed tomography (cta) dated (B)(6) 2018. There appears to be a lack of wall apposition at the proximal end of the device. There appears to be a contrast-like density present outside of the implanted device; contrast cannot be confirmed without a non-con phase cta. There appears to be a patent ima present. There appears to be a patent lumbar present.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography (CT) images dated (B)(6) 2018, were sent to gore imaging for evaluation. There is an endoleak of an unknown origin. There is aneurysm sac enlargement (amount unknown). No reintervention planned, the physician is taking a wait and watch approach.